Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Per the reported event details, the filter was implanted for prevention of pulmonary embolism prior to gastric bypass surgery. Per the instructions for use, the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Therefore, it is possible that the bariatric surgery performed affected the integrity of the filter and led to the reported issues. Labeling review: the current IFU (instructions for use) states: warnings/potential complications/precautions: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. - the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition. (B)(4).

Manufacturer narrative:
Medical record review: medical records received. Based on a review of the medical records provided: a vena cava filter was indicated prophylactically for pending gastric bypass surgery. The filter was successfully deployed in the infrarenal ivc without complications, and patient was hemodynamically stable at the conclusion of the procedure. The patient underwent an uneventful open roux-en-y-gastric bypass surgery 12 days later, and was discharged home in stable condition on postoperative day four. Approximately five years post filter deployment, patient presented to the emergency department (ER) for evaluation of nausea, vomiting and abdominal pain. An acute abdominal series demonstrated postoperative clips in the right upper quadrant; fine gastrointestinal surgical staples in the left upper quadrant and left midabdomen; moderate fecal retention consistent with constipation; and embolization of a limb of the filter into the right pulmonary artery. Patient was diagnosed with severe constipation and anemia and discharged home the same day. The patient underwent a filter retrieval procedure 45 days later, and spot fluoroscopic images demonstrated three detached filter limbs: two limbs in the ivc; and one limb in the right pulmonary artery. A venacavogram demonstrated a tilted filter with the tip embedded in the ivc lumen. Multiple attempts to retrieve the filter with snares and endobronchial forceps were unsuccessful; therefore, the decision was made to leave the filter in place. Several periodic venacavograms were performed during the procedure and showed no extravasation or thrombus formation. Patient was hemodynamically stable at the conclusion of the procedure. Approximately six years post filter deployment, a CT scan demonstrated multiple filter limbs extending beyond the lumen of the ivc. The filter and three detached filter limbs were successfully retrieved percutaneously the next day without complications. Patient was hemodynamically stable at the conclusion of the procedure. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that the patient had a filter implanted prior to open gastric bypass surgery. Approximately five years and five months after implantation, imaging demonstrated a detached limb in the right pulmonary artery. Approximately six weeks later, a retrieval attempt was allegedly performed. The filter was reportedly tilted with the tip embedded in the ivc wall. Two additional limbs were allegedly detached. Allegedly, multiple unsuccessful attempts to retrieve the filter were made using a snare and endobronchial forceps. Approximately six years post filter deployment, a CT scan was performed prior to a filter retrieval procedure. Allegedly, multiple limbs were allegedly extending beyond the lumen of the ivc. The filter and three detached limbs were successfully retrieved percutaneously without complications. Based on the medical record review, filter tilt, limb detachment, an unsuccessful retrieval attempt, and perforation of the ivc can be confirmed. Per the reported event details, the filter was implanted for prevention of pulmonary embolism prior to gastric bypass surgery. Per the instructions for use, the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Therefore, it is possible that the bariatric surgery performed affected the integrity of the filter and contributed to the reported issues. It is unknown whether the first retrieval attempt may have contributed to the limbs perforating the ivc wall. Based on the medical record review, filter tilt, limb detachment, an unsuccessful retrieval attempt, and perforation of the ivc can be confirmed. Per the reported event details, the filter was implanted for prevention of pulmonary embolism prior to gastric bypass surgery. Per the instructions for use, the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Therefore, it is possible that the bariatric surgery performed affected the integrity of the filter and contributed to the reported issues. It is unknown whether the first retrieval attempt may have contributed to the limbs perforating the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: based on medical records received from the patient, it was identified that a vena cava filter was successfully deployed prophylactically for pending gastric bypass surgery. Approximately five years post filter deployment, the patient presented to the ER for evaluation of nausea, vomiting and abdominal pain. An acute abdominal series demonstrated a detached filter limb in the right pulmonary artery. The patient was diagnosed with constipation and anemia and discharged home the same day. Forty five days later, during a filter retrieval procedure, spot imaging demonstrated three detached filter limbs; two in the ivc, and one in the right pulmonary artery. A venacavogram demonstrated a tilted filter with the apex embedded in the ivc wall. Multiple attempts to retrieve the filter were unsuccessful; therefore, the decision was made to leave the filter in place. No extravasation was identified, the patient was hemodynamically stable at the conclusion of the procedure. Approximately six years post filter deployment, prior to a filter retrieval procedure, a CT scan demonstrated several filter limbs perforating the ivc wall. The filter and three detached limbs were successfully retrieved percutaneously. The patient was hemodynamically stable at the conclusion of the procedure.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be reviewed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately five years post vena cava filter deployment for dvt and pe, the patient presented in the hospital w/abdominal pain. Subsequent imaging demonstrated a detached filter limb in the right pulmonary artery. A filter retrieval procedure was performed two months later unsuccessfully; however, imaging demonstrated two detached limbs in the ivs and one detached limb in the pulmonary artery. The filter reportedly was significantly tilted w/the filter apex embedded in the ivc wall. Multiple attempts were made to retrieve the filter and detached limbs unsuccessfully. One year post attempted filter retrieval, CT imaging demonstrated two detached limbs in the ivc & three filter limbs perforating the ivc wall. Another filter retrieval procedure was performed to capture and remove the filter and the two detached filter limbs in the ivc successfully. No attempt was made to retrieve the detached filter limb in the pulmonary artery. The patient status at this time is unknown.